Event description:
It was reported by service report that only the gatch functions worked on the siderails and footboard (no fowler up/down, lift up/down, nurse call). No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Customer performed own inspection. Conclusion: cpu was ordered and shipped to customer for them to complete repair.